Event description:
It was reported that during a routine checkup, a lead safety switch (lss) was observed to have been triggered from bipolar to unipolar configurations due to high out of range pacing impedances exhibited by this left ventricular (lv) lead. Technical services (ts) was consulted and recommended for the patient to be scheduled for an in-person clinic visit for further lead evaluation. At this time, this lv lead remains in service. No adverse patient effects were reported.